Event description:
Caller reported receiving erratic readings from the freestyle meter. The comparision results were 136 mg/dl and 166 mg/dl. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.